Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by settings issue related to the transactions. A technical service engineer assisted user with configuration for auto-discharge for units associated with areas to reduce patient discharge. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a system performance issue caused delay in discharge. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.